Manufacturer narrative:
Problem is currently found in two separate lots of glucopro syringe: (B)(4) and (B)(4). Both lots have been recalled, but we have not yet received a recall number.

Event description:
Liquid behind the lcd screen of insulin pump from leaking syringe.